Event description:
Boston scientific received information that the patient with this pacemaker had been experiencing syncope like symptoms. The patient was evaluated in the clinic and undersensing of atrial fibrillation (af) was found. The device's atrial sensitivity was reprogrammed. The patient was sent home and continued to experience syncope. A holter monitor was ordered and showed rates in the 30's. The patient was then evaluated again and it was determined that their lower rate limit was programmed to 30 paces per minute. It was unknown why or if this programming was performed unintentionally. The patient's lower rate limit was reprogrammed back to a rate of 60 paces per minute and no further complications have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.